Event description:
In 05 nellcor puritan bennett received a report that a 4.5ped pediatric tracheostomy tube split from the flange while in use on a patient. The caller reported that the patient is a long term chronically ill, ventilated patient. The caller recieved a note from the nurse which indicated during routine tracheostomy care of the patient, the patient's color was not good and was desaturated into the 60% range for sp02. The caller reported that the patient was experiencing desaturation for a period of 10 minutes before electing to remove the tracheostomy tube. At that time, clinicians were called to help maintain the airway for extubation because the tracheostomy tube was loose. Upon visual inspection of the trach tube, the shaft had split two thirds away from the flange inside the patients trachea. The caller reported that the tube was replaced without incident.